Event description:
It was reported that during a supply change the user was initially unable to attach and lock the connector with a reported blood glucose of 242 mg/dl, and subsequently resolved the issue by replacing all supplies, including the connector, cartridge, and infusion set, consistent with a device fitting problem involving the connector/coupler component. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or impact. Customer care performed investigative communication with the user and analysis of information provided by the user. Investigation of this case revealed a mechanical problem associated with the connector/coupler consistent with a fitting problem. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.

Manufacturer narrative:
Initial.